Event description:
The health care provider (hcp) performed a pump refill for a 20 ml reservoir volume pump. The expected volume was 3.1 mls (per pump interrogation). The actual volume withdrawn was 3.0 mls. The volume was withdrawn using a 22 gauge huber needle; fluid was withdrawn without problem. Following the refill, the hcp noted there was a mild fluid collection on the right side of the pump. The left side was not affected. The hcp then re-inserted the needle and withdrew 20 mls of fluid "but with less resistance than before." The hcp then re-injected the 20 mls back into the pump; the injection was also met with less resistance. After the procedure, the hcp noticed the same "fluctuation" around the pump on the right side only. The hcp was sure the tip of the needle was inside the pump reservoir. Approximately 1-3 hours later, the patient had not experienced any symptoms or change in therapy. The pump delivered lioresal (baclofen injection mdt). Additional information has been requested; a follow-up report will be sent if information becomes available.

Event description:
Additional information received reported the 'fluid collection' was actually subcutaneous fat. The patient experienced asymmetric swelling around the pump and the physician's initial impression was the patient experienced fluid collection after a refill. Upon further evaluation it was noted that the asymmetric swelling was subcutaneous fat around the pump. It was noted the pump, catheter, and programmer were functioning normally. No patient injury or adverse outcome was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: catheter: model # 8575. Connector: lot # n111787 implanted on: (B)(6) 2007, explanted on: unknown. Catheter: model # 8709, lot # j10814r01, implanted on: (B)(6) 2001, explanted on: unknown. (B)(4).